Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), nausea ("nausea"), migraine (" migraine"), headache ("headaches"), gastrointestinal disorder (" gi. Conditions "), fatigue ("fatigue"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, female sexual dysfunction and menorrhagia had resolved and the allergy to metals, rash, skin disorder, psychological trauma, nausea, migraine, headache, gastrointestinal disorder, fatigue, alopecia and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, psychological trauma, rash, skin disorder and weight increased to be related to essure. The reporter commented: everything went well since doctor was more experienced. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporter information, lab data added. Event I needed hysterectomy in a bad way,but I'm glad everything went well were updated to dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, nausea, migraine, headaches, gi. Conditions ,fatigue, hair loss, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt and pulmonary embolism. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), nausea ("nausea"), migraine (" migraine"), headache ("headaches"), gastrointestinal disorder (" gi. Conditions "), fatigue ("fatigue"), alopecia ("hair loss"), pulmonary embolism ("pulmonary embolism") and thrombosis ("blood clots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, female sexual dysfunction and menorrhagia had resolved and the allergy to metals, rash, skin disorder, psychological trauma, nausea, migraine, headache, gastrointestinal disorder, fatigue, alopecia, weight increased, pulmonary embolism and thrombosis outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, psychological trauma, pulmonary embolism, rash, skin disorder, thrombosis and weight increased to be related to essure. The reporter commented: everything went well since doctor was more experienced. Plaintiff received treatment for pain, bleeding, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from social media report : medical device removal , thrombosis and pulmonary embolism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt and pulmonary embolism. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), nausea ("nausea"), migraine (" migraine"), headache ("headaches"), gastrointestinal disorder (" gi. Conditions "), fatigue ("fatigue"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pulmonary embolism ("pulmonary embolism") and thrombosis ("blood clots") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, female sexual dysfunction and menorrhagia had resolved and the allergy to metals, rash, skin disorder, psychological trauma, nausea, migraine, headache, gastrointestinal disorder, fatigue, alopecia, weight increased, pulmonary embolism and thrombosis outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, psychological trauma, pulmonary embolism, rash, skin disorder, thrombosis and weight increased to be related to essure. The reporter commented: everything went well since doctor was more experienced. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported from social media report : medical device removal , thrombosis and pulmonary embolism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: new events added- thrombosis and pulmonary embolism. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I needed hysterectomy in a bad way, but I'm glad everything went well') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. The reporter commented: everything went well since doctor was more experienced concerning the injuries reported in this case, the following one/ones was/were reported from social media report : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: due to internal review this case was detected to be a duplicate to record# (B)(4) (medwatch 3500a MFR number 2951250-2019-02479) which will be deleted after all information was transferred to this case ((B)(4)). On (B)(6) 2019, patient had reported in social media that she had to have hysterectomy in a bad way, but everything went well since doctor was more experienced (prev. Reported event "injury"was amended, case upgraded to incident, outcome: added: recovered, essure removal and comment "concerning the injuries reported in this case, the following one/ones was/were reported from social media report : medical device removal" added). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.